Manufacturer narrative:
It was reported that the mesh was placed two years ago when the patient was in a car accident and underwent a recurrent ipom hernia repair procedure. Recently, the patient experienced signs of small bowel obstruction and recurrent hernia. On (B)(6) 2015, the patient underwent a laparoscopic re-operation. The surgeon found the small bowel was entrapped, the bowel was retrieved and a round hole was observed in the mesh. The bowel recovered quickly. The hole was repaired by placing an additional piece of mesh on top of the primary repair. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure approximately 4-5 years ago and mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and underwent a laparoscopic ventral hernia procedure on (B)(6) 2015. During the surgery, the surgeon observed a hole directly in the center of the previous implanted mesh through which the patient had a recurrent hernia. The surgeon reduced hernia and applied a new piece of mesh using straps. Additional information has been requested.